Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative in regards to a patient who was being treated with lioresal intrathecal (150 mcg/ml; 41.25 mcg/day; lot number unable to be obtained by the reporter) and morphine intrathecal (20 mg/ml; 5.5 mg/day. The patient's indication for pump use was non-malignant pain. On (B)(6) 2015, the patient was found unresponsive the day after surgery from too high of a dose. The patient's dose was not reduced after the surgery, and it was thought that the hole must have existed prior to the surgery which resulted in the patient not receiving the full dose. The patient was admitted to the hospital, the dose was reduced by 40%, which was still too much for the patient. The patient's dose was reduced by 50% and the patient was doing well. As of the date of this report, the issue was resolved and the patient was alive without injury. No surgical intervention occurred and none was planned. Additional medications taken at the time of the event or medical history was not provided. Additional information has been requested, but it was not available at the time of this report.

Event description:
Additional information was received from a healthcare professional (hcp). Assistance was needed with a bridge bolus as the patient had suffered a sudden overdose after the initial refill and the hcp wanted to ensure the pump was programmed correctly. During the overdose event, the patient had gone to the emergency room and the hcp went to lower the dose at that time. It was confirmed that this had resolved the overdose event; however, that was the reason why the concentration was being lowered and the lioresal was being removed from the reservoir. Another adjustment had been performed on (B)(6) 2015. The refill on (B)(6) 2016 was the second refill since the pump replacement on (B)(6) 2015. The current drugs in the pump were lioresal 150mcg/ml at a dose of 7.49mcg/day and morphine 20mg/ml at a dose of 0.999mg/day. The ¿new¿ concentration of morphine was 5mg/ml at a dose of 1.0007mg/day.